Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00156. Discarded.

Event description:
It was reported that a cage was not released during an operation. After the surgeon inserted a cage with zyston curve variable inserter, he un-tightened a zyston curve inserter shaft to release the cage. At the same time, the cannulated handle core was also loose. As a result, he had a hard time releasing it from the inserter shaft. The surgery was completed but there was a surgical delay of over thirty minutes.

Manufacturer narrative:
The lot number was reported as pw96e, however this is not a valid lot for this part number. The correct lot was identified and the device history records were reviewed and no non-conformances were identified. It was reported the device was discarded, therefore no product evaluation can be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report two of two for the same event, reference 1032347-2016-00156-1.